Manufacturer narrative:
Investigation in process.

Event description:
During the surgery of a tm revision shell screws were used to fix the shell. The screws could be screwed through the holes of the shell without strong mechanical effort. Thereupon, the shell was explanted and re-set. The same happened again while trying to fix the shell for a second time. One screw couldn¿t be explanted. The tm shell wasn¿t removed but was fixed with screws from aesculap.